Event description:
The customer reported that during use of this shaver blade in a bilateral knee arthroscopy procedure, metal shavings were observed in the surgical site. The user reported that the blade was not bent any further than 15 degrees during use. It is unk at this time if all metal shavings were retrieved. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation, and confirmed the reported problem. A visual examination of the blade noted galling on the inner and outer tubes. A review of product history shows one other similar report for metal shavings. At this time, the cause of this failure was unable to be determined. Conmed linvatec will continue to monitor this device for failures.